Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light transmission failed, cracks on the video connector, dirt in the objective unit, and dents on distal edge were found. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video telescope connection was cutting in and out. The issue occurred at the beginning of a gastric bypass procedure and was immediately changed for another video telescope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope connection was cutting in and out. The issue occurred at the beginning of a gastric bypass procedure and was immediately changed for another video telescope. There were no reports of patient harm.